Event description:
It was reported that, the smart pass of this subcutaneous implantable cardioverter defibrillator (s-ICD) was disable and upon review it was found that there were six treated episodes, five of them were appropriate, however the last one was inappropriate on a vector with small r-wave amplitude, which is the reason of the smart pass disabling. The low r waves amplitude led to myopotentials oversensing and an inappropriate shock. After the shock, the r wave amplitude was still small at beginning for three r waves, then it progressively increased. The technical services (ts) mentioned it might be because of posture changes and recommended an in-office visit to check if there are other vectors available, to verify r wave amplitude with posture changes, or to verify with the doctor if the cardiac condition of the patient could be a reason for that different r wave amplitude. This s-ICD remains in service. No adverse patient effects were reported.